Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with screen displays defective machine was confirmed during product evaluation. The root cause of the reported problem was determined to be broken door. Appropriate action was taken to correct the reported problem by replacing the main door.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of "screen displays defective machine". This condition occurred upon power up in the ER. This had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.